Event description:
It was reported via clinical trial patient (B)(6): (B)(6) experience, sepsis, unspecified organism, peritoneal abscess, acute hypoxic respiratory failure, pneumonia and urinary tract infection. Relationship to study device: blank.

Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: log line 1: on (B)(6) 2026 the patient experienced sepsis, unspecified organism. Is the adverse event serious: yes. Death: no. A life-threatening illness or injury: no. A permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: (B)(6) 2026. Discharge date: (B)(6) 2026. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Led to a fetal distress, fetal death or a congenital abnormality or birth defect: no. Relationship to study device: possible. Expectedness of the adverse event in the opinion of the investigator, is the adverse event expected to occur or unexpected based on current knowledge based on the patient¿s medical history, the procedure, and the postoperative course as well as information found in the protocol, investigator brochure, product instructions for use, or label: expected. Relationship to study procedure: possible. Relationship to application of study device: probable. Outcome: recovered/resolved without sequelae. End date: (B)(6) 2026. Did this event result in the subject¿s discontinuation from the study? No. Intervention/treatment (check ¿none¿ or all that apply): none: no. Drug therapy: yes. Surgical procedure, therapy, or intervention: no. Non-surgical procedure, therapy, or intervention: no. Blood transfusion: no. Log line 2: on (B)(6) 2026 the patient experienced a peritoneal abscess. Additional event details: site awareness date: (B)(6) 2026. Is the adverse event serious?: no. Death: no. A life threatening illness or injury: no. A permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Led to a fetal distress, fetal death or a congenital abnormality or birth defect: no. Outcome: recovered/resolved without sequelae end date: (B)(6) 2026 did this event result in the subject¿s discontinuation from the study? No. Intervention/treatment (check ¿none¿ or all that apply): none: no. Drug therapy: no. Surgical procedure, therapy, or intervention: no. Non-surgical procedure, therapy, or intervention: no. Blood transfusion: no. Other: yes; if other, specify: CT guided aspiration with jp placement. Expectedness of the adverse eventin the opinion of the investigator, is the adverse event expected to occur or unexpected based on current knowledge based on the patient¿s medical history, the procedure, and the postoperative course as well as information found in the protocol, investigator brochure, product instructions for use, or label? Expected. Severity: moderate. Admission date: blank: (B)(6) 2026. Discharge date: blank: (B)(6) 2026. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Is the adverse event serious? No; yes. Relationship to study procedure: probable. Relationship to study device: possible. New log line 3: adverse event term: acute hypoxic respiratory failure. Site awareness date: (B)(6) 2026. Is the adverse event serious? Yes. Death: no. A life-threatening illness or injury: no. A permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: (B)(6) 2026. Discharge date: (B)(6) 2026. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Led to a fetal distress, fetal death or a congenital abnormality or birth defect: no. Outcome: recovered/resolved without sequelae. End date: (B)(6) 2026. Did this event result in the subject¿s discontinuation from the study? No. Intervention/treatment (check ¿none¿ or all that apply): none: yes. Drug therapy: yes. Surgical procedure, therapy, or intervention: no. Non-surgical procedure, therapy, or intervention: no. Blood transfusion: no. Other: no. Expectedness of the adverse eventin the opinion of the investigator, is the adverse event expected to occur or unexpected based on current knowledge based on the patient¿s medical history, the procedure, and the postoperative course as well as information found in the protocol, investigator brochure, product instructions for use, or label? Expected relationship to study device: not related. Relationship to application of study device: not related. Severity: mild. Relationship to study procedure: not related. New log line 4: adverse event term: pneumonia. Site awareness date: (B)(6) 2026. Is the adverse event serious? No. Death: no. A life-threatening illness or injury: no. A permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Led to a fetal distress, fetal death or a congenital abnormality or birth defect: no. Outcome: not recovered/not resolved. Intervention/treatment (check ¿none¿ or all that apply): none: no. Drug therapy: yes. Surgical procedure, therapy, or intervention: no. Date of surgical procedure, therapy, or intervention: blank non-surgical procedure, therapy, or intervention: no. Blood transfusion: no. Other: no. Did this event result in the subject¿s discontinuation from the study? No. Expectedness of the adverse event in the opinion of the investigator, is the adverse event expected to occur or unexpected based on current knowledge based on the patient¿s medical history, the procedure, and the postoperative course as well as information found in the protocol, investigator brochure, product instructions for use, or label? Expected. Relationship to study device: not related. Relationship to application of study device: not related. Severity: mild. Relationship to study procedure: not related. Log line 5: adverse event term: urinary tract infection. Is the adverse event serious? No. Death: no. A life-threatening illness or injury: no. A permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Led to a fetal distress, fetal death or a congenital abnormality or birth defect: no. Did this event result in the subject¿s discontinuation from the study? No. Intervention/treatment (check ¿none¿ or all that apply): none: no. Drug therapy: yes. Surgical procedure, therapy, or intervention: no. Non-surgical procedure, therapy, or intervention: no. Blood transfusion: no. Other: no. Expectedness of the adverse event in the opinion of the investigator, is the adverse event expected to occur or unexpected based on current knowledge based on the patient¿s medical history, the procedure, and the postoperative course as well as information found in the protocol, investigator brochure, product instructions for use, or label? Expected. Relationship to study device: not related. Relationship to application of study device: not related. Severity: mild. Relationship to study procedure: probable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.